Manufacturer narrative:
Batch review performed on 04 may 2020: lot 166136: (B)(4) items manufactured and released on 24-nov-2016. Expiration date: 2021-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability due to a loose stem. The surgeon revised the stem and head more than 1 year and 4 months after primary. The surgery was completed successfully.